Manufacturer narrative:
It was noted that the device is not available for evaluation (due to hospital policy). Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a triathlon knee revised because of tibial component subsidence.

Manufacturer narrative:
The patient is 68 inches in height. An event regarding tibial baseplate subsidence involving a triathlon baseplate was reported. The event was not confirmed. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a triathlon knee revised because of tibial component subsidence.